Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer went to the emergency room with a high blood glucose level due to a faulty infusion set. Blood glucose level at the time of the emergency room visit was 575 mg/dl. Customer's mother reported that the customer was not receiving insulin. The customer's mother reported that the customer was wearing the infusion set at the time of the hospitalization. The insulin pump was not replaced or returned for analysis.